Manufacturer narrative:
Additional information: PMA/510k: preamendment. A review of the instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A device history record review and complaint lot search could not be performed as the complaint lot number was not provided. The cook tpn single lumen catheter repair set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. The IFU states, ¿care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage with-in the catheter. Firmly clamp the catheter near its entrance to the skin with rubber-shod forceps. The stylet acts as a guide for insertion of the metal cannula. After insertion of the metal cannula into the lumen of the existing catheter, the stylet should be removed." Based on the investigation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, no product returned and the results of our investigation, definitive root cause could not be determined, however; based on the provided information the actual root cause is deemed to be; ¿inconclusive¿. This failure mode is being escalated per internal processes.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, when the cook tpn single lumen catheter was to be accessed for the administration of medication, the line was noted to be "snapped," or broken. The catheter was immediately clamped, and sterile gauze was wrapped on the end. The catheter was then surgically removed from the patient. The circumstances surrounding the usage and handling of the product were not reported. The product is not available for evaluation. This report is to address the failure of the breakage of the catheter. For the report which was filed to address the failure of the repair kit to stop the leaking of the catheter, reference the related medical device report number 1820334-2017-02731.